Event description:
A customer contacted beckman coulter (bec) reporting red blood cell (rbc) failed quality control (qc), recovered high, on two (2) levels of 5c generated on the coulter lh 750 hematology analyzer. While troubleshooting with bec customer technical support (cts), the customer reported about 10 cubic centimeters (ccs) of diluent leaked from the tubing at the valve vl8. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles at the time of the incident. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec cts instructed the customer on troubleshooting the issue and gave the customer instructions on how to replace the tubing and prime. The customer replaced the tubing at valve vl8 to repair the leak. The customer reran controls, which recovered within assay limits. Service was not dispatched for this event as the customer corrected the issue. Failure mode is associated with the tubing at the valve vl8. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).